Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted when the investigation is completed.

Event description:
During a robotic-assisted total knee arthroplasty, femoral and tibial registration were completed. While on the tibial registration verification screen, the confirm function became unavailable, preventing progression of the procedure. The surgeon exited the workflow and repeated tibial registration, after which the procedure continued normally. Following balancing and execution of the planned cuts, the surgeon believed the tibial resection was greater than intended and compensated by implanting a thicker polyethylene insert to achieve acceptable balance. The tibial resection depth was not measured intraoperatively. The procedure was completed robotically without reported patient injury.